Event description:
Medtronic received information indicating that during a coronary artery bypass graft (CABG) procedure the surgeon reported difficulty while inserting the cannula tip into the aorta and noticed the tip of the cannula was soft. The surgeon changed the cannula and inserted an eopa arterial cannula with no issue. At the end of the case ultrasound revealed that the patient had an aortic dissection originating from the cannulation site. The dissection was not present during an echocardiogram taken prior to the case, and the surgeon stated that the cannulation cannot be ruled out as a contributing factor to the dissection event. A CT scan performed four days following the procedure showed the dissection is still present, but that the main vessels are not affected (e.g. Carotid). Additionally, the patient was hypotensive, which was potentially related to the aortic dissection. The surgeon stated that due to the patient's age, the patient is considered too high of a risk to replace the aortic arch dissected section. The device was discarded by the customer and will not be returned for analysis.

Manufacturer narrative:
The complaint device was not returned. Medtronic evaluated samples of product and variability in cannula tip hardness has been observed. However, the evaluated devices met device specifications and variability was not found to be lot specific. The device history record was reviewed and did not show any abnormalities related to the manufacturing process.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was discarded by the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information regarding the patient's condition following the procedure. At the time of this report no additional information has been made available to medtronic. (B)(4).